Event description:
Fmc reporting "blood leak" during the 20th use of the dialyzer. The dialyzer was reprocessed with formaldehyde <1% as germicide. The reported leak was detected by the dialysis machine by blood leak detector. The time of the leak was one-half an hour from the end of the treatment. Estimated blood loss was 250 cc due to discard of the extracorporeal circuit. There were no adverse effects to the pt and no medical intervention was required. MDR filed due to blood loss reported. Sample was saved.